Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side ruptured device. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, yellow particles and broken shell. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side ruptured device. The device was explanted and replaced.